Event description:
Patient was on long term support of impella 5.5 as bridge to durable lvad. On anticoagulation for duration of support. On removal in or during durable lvad procedure clot found on inflow and outflow of device. Pump was discarding but did receive images from md.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4, g4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Thrombosis: the root cause of the thrombosis was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.